Event description:
Boston scientific (bsc) crm received information that this implantable cardioverter defibrillator (ICD) did not elicit magnet tones and could not be interrogated, despite thorough troubleshooting. The patient denies recent shocks. The reported last follow-up was approx. 2.5 years ago, after device implant. A technical services consultant recommended verifying device output via electrocardiogram (ECG) and verifying that the implanted device is in fact a bsc crm ICD. No pacing output was noted; however, the patient was in normal sinus rhythm. The patient, an inmate at a state prison, refuses ICD replacement.

Manufacturer narrative:
Not returned. Event conclusion: to date, the available information suggests that the device remains implanted. A supplemental report will be submitted if additional information is received.